Event description:
Customer indicated they received readings of 339 and 330 mg/dl within 10 minutes. After a lapse of 15 minutes, 4 additional tests were conducted with readings of 104, 116, 140, 147 mg/dl. Time elapsed between each test did not exceed 15 minutes.